Event description:
It was reported that intra-op, the tip of the bur was wobbling when handpiece in use. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the device concluded that the motor was little noisy. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(6) , UDI#: (B)(4), h3: product analysis of product ID: 1845020, serial/lot #: (B)(6), concluded that the internal parts were corroded and could not grip the bur. H6: code of fdr c0601 and additional code of g04130 is applicable for product ID: 1845020, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that another bur was tested with handpiece and attachment and it worked well without any issues.

Manufacturer narrative:
H6: code of d02 is applicable product ID: 1845020, serial/lot #: (B)(6)/207221953. And d20 is applicable for both the devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.